Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts stretched proximally, past the proximal markerband. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 21.5cm distal to the distal strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-may-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal left circumflex artery. After crossing a wire and pre-dilatation using a 2.0 x 15mm non-bsc balloon, a 2.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion despite with the aid of a guidezilla. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.